Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that after the nurse inserted the catheter, blood started spraying on her and the patient. She removed the IV and found the catheter to be broken. There was patient involvement and patient harm reported.